Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device also had issues powering on. In this state the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker replaced the device's power flex cable to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device also had issues powering on. In this state the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the device issue of not powering on. The device's power pcba was replaced as an initial resolution to this however confirmation and functional and performance testing is still pending and device is out of service while the technician evaluates the customer's other non-critical issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Additional information from the stryker service technician indicated that the issue with the device powering on actually occurred after stryker performed attempted repairs to the device for the non-critical issue. It was after the device was re-assembled, it had issues powering on. Stryker replaced the power pcba board but device still would not turn on properly so after further examination, the power flex cable was replaced to resolve the issue with power. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device also had issues powering on. In this state the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.